Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was below the expected lower range. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was impossible to interrogate the cardiac resynchronization therapy defibrillator (crt-d) during approximately 30 min after MRI (magnetic resonance imaging) exam. It was noted the physician only turned off therapy because of low impedance on the left ventricular (lv) lead of 190 ohms. The telemetry was resolved later. The crt-d and lv lead remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a telemetry issue with the cardiac resynchronization therapy defibrillator (crt-d) as it was impossible to interrogate the device with the mobile programmer during approximately 30 min after MRI (magnetic resonance imaging) exam. It was noted the physician only turned off therapy because of low impedance on an unknown left ventricular (lv) lead of 190 ohms. The telemetry was resolved later. The crt-d remains in use. The mobile programmer remains in use. No patient complications have been reported as a result of this event. 2025-07-09: it was further reported the lv lead was a medtronic lead. The lv lead remains in use.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.